Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded, the data shows loss of connection on the date of issue. A pairing test was performed and it passed. The reported event of loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.